Manufacturer narrative:
The complainant reported that the distal tip of a locking driver broke while a surgeon was trying to remove a set screw of a cross connector. There were no known patient complications. The locking driver was returned for complaint assessment, the instrument showed signs of repeated use. The location of the fracture was where the distal tip of the driver transitions from a cylinder to a star tip to engage screws. The torque limiting handle was not returned with the locking driver, the calibration of the torque limiting handle cannot be verified. If the torque limiting handle is returned and the assessment provides relevance to the root cause of the malfunction, a secondary report will be filed. The damage to the driver could be replicated if the driver was moved axially while engaged with the head of a cross connector set screw, or if excess rotational force is applied to the driver. A DHR review was performed for the lot and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory.

Event description:
The complainant reported that the distal tip of a locking driver broke while a surgeon was trying to remove a set screw of a cross connector. There were no known patient complications.

Manufacturer narrative:
The torque limiting handle was not initially returned with the complaint instrument (locking driver). The torque limiting handle was returned on 11/13/2018. This report is being submitted as a follow-up to 3005031160-2018-00030. The torque limiting handle was inspected to determine the torque-limiting ability of the handle. The torque limiting handle passed with results within the 30 inch-pound +/- 10% with each of the tests performed on a validated torque testing device.

Event description:
On 11/13/2018, the torque limiting handle associated with manufacturing report number 3005031160-2018-00030 was received for complaint assessment.